Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported unknown side "implant deformity, discoloration, and capsular contracture," baker grade unknown. The device status is unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, deformation device, crease fold, black particles in the shell, yellow encapsulation in the device and wear abrasion. Air voids and cloudy in the gel observed after autoclave cycle. Observed the deformation that was confirmed in the standard analysis, it was not assessed as a workmanship because the device was implanted. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.